Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval.

Event description:
The customer reported 7 false positive results for the alinity m resp-4-plex assay on the alinity m system. Customer reported that they noticed an increase in late positive for cov2 target. They retested everything above 35 on another platform. The following cov2 samples run on (B)(6) 2025 were considered discrepant: sample ID (sid) results (B)(6) 39.73 (B)(6) 37.05 (B)(6) 37.64 (B)(6) 39.05. (B)(6) 39.89. (B)(6) 40.42. (B)(6) 39.23. The results were not released to the physician. There was no impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs associated with the reported samples were valid, as no error codes associated with controls or samples were generated for the cov2 analyte. The curves appeared as expected for low positive samples. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 414709 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review: file sample testing was performed. The assay reagents performed as expected and met the assay specification requirements. The run met all validity and acceptance criteria. A product deficiency could not be identified by the file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-090) lot 414709. Quality data review: device history record/batch record review: review of the manufacturing packets for alinity m resp-4-plex amp kit (list 09n79-090) lot 414709 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m resp-4-plex amp kit (list 09n79-090) lot 414709 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA/non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lots. Complaint history review: a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m resp-4-plex amp kit (list 09n79-090) lot 414709. Complaint trending was performed and did not identify a trend violation. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 414709 was not identified.